Event description:
Report received from the USA stating that the device was "heating up" during an ear, nose and throat (ent) surgery. The reporter stated that the surgeon was able to complete the case with the device even thought it was heating up. There was no delay in the case. There were no pt or user injuries reported and no medical intervention required. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.